Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation. Prior to pt use while priming the tubing set with platelets, the tubing separated from the distal clave y-site. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.